Event description:
It was reported there was an intermittent problem with the device not powering on. Battery was replaced. Front switch assembly is suspected. The device was returned for repair and calibration. There was no patient involvement.

Event description:
It was reported there was an intermittent problem with the device not powering on. Battery was replaced. Front switch assembly is suspected. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were missing, the battery contacts were compressed and contaminated, both bails were missing, the keyboard was scratched and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).